Manufacturer narrative:
Findings: cracked reservoir tube lip and scratched display window a noted during visual inspection. Cracked and bleeding lcd glass noted. Unable to confirm blank display due to damaged lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 283 mg/dl at the time of the incident. The customer stated that there were cracks on the device. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.